Manufacturer narrative:
The customer decided not to continue with the service order

Event description:
It was reported to philips that the device was unable to perform defibrillation. The device was not in use on a patient.